Event description:
On 14-may-2026, it was reported by a sales representative via (B)(4) that an ar-9236-01pp vautlock's central peg broke off inside patient while trying to remove it. Noticed during a case, piece retrieved and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.